Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump; the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred.